Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited backup operation. The device was explanted and replaced on (B)(6) 2015. The patient was well post procedure.

Manufacturer narrative:
Final analysis found that memory corruption had resulted in the device reverting to backup vvi mode. Normal battery depletion was noted. Following a software download, the device exhibited normal characteristics.